Event description:
It was reported to philips that the equipment did not power up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to power on. A philips remote service engineer checked with customer and the customer claimed that the whole system has no power and cannot be powered on. Rse requested an onsite support, however the customer contacted philips next day confirming that the device was back to normal use and cancelled the onsite service. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.